Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date of the 3500a initial report was reported incorrectly. The actual awareness date was 4/15/2019. The due date for the report was 5/15/2019 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Reason for device explant and/or reoperation: capsular contracture on (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report contains supplemental information for mentor psr reference number ip-00467720. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation primary with mentor memorygel breast implant 400cc. The patient experienced bilateral capsular contracture baker grade iii/IV. Date of explantation was not provided by the reporter and could not be recovered after multiple attempts. The device and documentation were received on 4/15/2019. The implant was decontaminated on (B)(6) 2019 in the hospital, therefore this date is used for date of explantation as the best estimate. This medwatch is for the right breast implant. This report contains supplemental information for mentor psr reference number ip-00467720.